Event description:
Ceramic tip of circon acmi resectoscope broke during transurethral resection of prostate surgery. Force 2 electrosurgical unit settings (valley lab): cutting 300, coag 150. Unsure of which resectoscope was used on either pt.

Event description:
Ceramic tip of circon acmi resectoscope broke during transurethral resection of prostate surgery. Force 2 electrosurgical unit (valley lab): cutting 300, coag 150. Unsure of which resectoscope was used on either pt.